Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-13100t-17.5 serial/batch number (B)(6) was received for investigation. Visual evaluation found that femoral opening wedge osteotomy plate, titanium, 17.5 mm, had broken off before receiving for investigation. Visual signs of wear were also observed, with some spots and marks on the device. The observed event is most likely caused by user mechanical damage to the device, such as prying/leveraging or excessive bending forces being applied during use.

Event description:
It was reported that during a low femoral osteotomy that a part of the plate broke off while the surgeon was trying to ben it with the plate bender. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery.